Manufacturer narrative:
After having received the complaint , we have performed analysis of the production documentation: DHR of the lot involved, was done of (B)(4) units that have been sold to the market. No deviations have been recorded on the production and control (visual, dimensional and functional) documents. Complaint data base has been reviewed, as well as trend analysis to evaluate similar cases: trend on specific issue on the product code 24602: no complaints. Trend on all issue on specific lot f1806093: no complaints recorded. Trend on product family "smart drain" with similar issue: no complaints. Since our distributor in (B)(4) suspected the hospital used high vacuum bottles, we have performed some tests using samples from the stock, coming from lots different to the complained one. We have selected (B)(4) units and applied an increased vacuum pressure from -210 mmhg to -750 mmhg. Smart drain ch 10 is collapsed at -750 mmhg. This is the reason why we have stated on the IFU " it is inadvisable to use drains with high vacuum bottles". In fact, this risk is known, above all on the drains with very small size, like ch 10. Redax visited the hospital and after having met the doctor, it was clear the collapse of the drain happened due to: the use of very tight stitches to fix the tube on the patient. This situation caused a narrowing of the tube diameter. The use of high vacuum bottles. These two factors have contributed to have the tube collapsed. We have suggested to use a different tube type, for the procedure they have to perform.

Event description:
At the moment of making the aspiration, the drain collapsed. The device has not been preserved.